Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain. In (B)(6) 2012, clinical status assessment identified the patient¿s qualifying condition as unstable angina (braunwald classification ia) and the patient was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 70% stenosis and was 32mm long with a reference vessel diameter of 3mm. The target lesion was treated with direct placement of a 3.00x32mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. The subject was discharged on (B)(6) 2012. On discharge day, the site reported an event of chest pain and chest stuffy. The patient was hospitalized two days later and was treated with medication. The event was considered resolved and the patient was recovered and discharged.